Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. The instrument was returned with a reported complaint that does not affect functionality of the instrument. A white substance was reportedly coming out of the jaws of the instrument. The white substance observed on the distal end of the instrument is known as krytox and is used during the manufacturing process. The amount of krytox observed during visual inspection was not considered to be excessive.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: the fae indicated that the image looked like a case of excessive krytox lubricant at the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, a white substance allegedly started coming out of the jaws of the vessel sealer extend (vse) instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the robotics coordinator informed that the vse instrument was used on the patient and the surgeon indicated that it was likely that some of the excessive lubricant fell into the patient. Although this was alleged, there was no attempt to remove it.